Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the plastic end was broken off during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. The handle may break into small pieces, posing the risk of a small component becoming lost in a surgical site.

Event description:
The manufacturer sales representative reported that the plastic end was broken off during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. The handle may break into small pieces, posing the risk of a small component becoming lost in a surgical site.